Event description:
Patient was intubated and ventilated in the micu (medical intensive care unit). Patient was receiving continuous fentanyl infusion at 300 mcg/hour via the cadd pump. The pump was alarming infusion volume complete; however, the volume of the bag was unchanged since beginning of shift. Upon inspection, it appears that the bag was not spiked completely. During this time, the pump did not register that the medication was not being given appropriately and the pump also did not alarm or become "dry". There was no air in the tubing. The patient was not being delivered documented doses of medication from the pump which resulted in increased respirations by the patient and increased work of breathing. The pump alarms - "air in line" and "upstream occlusion" were disabled. As the result of this event, all of the cadd pumps in our inventory have been updated to enable the air and upstream occlusion alarms. Manufacturer response for infusion pump, cadd pump (per site reporter), initiated complaint file.